Event description:
Hosp emergency room personnel responded to a person described as in cardiac arrest. The device was connected to the pt with hands-free defibrillation electrodes. According to the rptr, the device charged, but failed to deliver the charge. The hands-free adapter was swapped out and proper operation was observed. The pt was resuscitated.